Manufacturer narrative:
No unexpected no delivery alarm or low reservoir alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they are getting recurring no delivery alarms. The blood glucose level was unknown. The customer got a low reservoir alarm and customer changed set and there was insulin left in the vial and in the next morning they put the rest in it. Troubleshooting was performed. The customer was advised to revert to the backup plan. The pump being returned for analysis.